Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. They stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that display was blank currently. The insulin pump was cracked at the battery compartment. They were hospitalized due to hyperglycemia and diabetic ketoacidosis. Customer's current blood glucose was 217 mg/dl. The customer was in the emergency room, and admitted into hospital as a result of high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.